Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the pump stopped working due to the valve sticking. During the procedure the physician misplaced the new reservoir but went back in a secondary procedure to correct the issue. The patient was said to be good after the secondary procedure.